Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. At this time, the s-ICD remains implanted and in-service. No adverse patient effects reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. Recently, this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This ICD is expected to be returned for analysis.